Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported physical resistance, resulting in difficulty positioning the device, and subsequent device causing damage to another device appear to be related to patient morphology/pathology and user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other clip delivery system (cds 61031u118) referenced in this report is filed under a separate medwatch report number.

Event description:
This is filed to report interaction between the second clip delivery system and the first implanted clip, causing damage to the implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with challenging anatomy. There was some shadowing on visualization in the p3 area of the valve. One clip (61031u118) was implanted, and the mr remained at 4. The second clip delivery system (cds 61031u122) was advanced; however, due to the rotated heart, the cds was difficult to position. A lot of m-knob was used, as well as plus knob of the steerable guide catheter (sgc). Additionally, a ventilator was used to stop respiratory swing and aid in clip positioning. During placement of the second clip, there were several interactions with the implanted clip. The first clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was used to stabilize the slda clip. A third clip (61031u120) was implanted and the procedure was completed; however, the mr remained at 4. The patient was confirmed as stable post procedure. No additional information was provided.